Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 month ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained.

Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and the device was warm after charging for hours. The patient underwent an ipg replacement procedure. No further information has been obtained. Additional information has been received that patient was doing well postoperatively. Explanted device was not returned.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. No further information has been obtained. Additional information has been received that patient was doing well postoperatively. Explanted device was not returned.